Manufacturer narrative:
Information received from the zoll service technician on 07 february 2020, the customer's biomed observed that the all four led's on the sensor block were lit. Following this, airtrap block was remove from the thermogard console (sn (B)(4)) and observed corrosion on the air trap block sensor's printed circuit board(pcb), thus confirming the reported complaint. Following this, the biomed ordered the airtrap block assembly to address the issue. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
During training, the air trap sensor assembly of the thermogard console (sn (B)(4)) was unable to recognize the air trap. The console did not display any alarm or error codes. No patient involvement.